Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was foreign material on the forceps elevator. The distal end cover (c-cover) was also cracked, creating a gap. Other observations for the device are: due to deformation of scope connector (s-connector), water tightness is lost; adhesive on distal end rubber coating (a-rubber) has a chip; a-rubber has discoloration; connecting tube has a scratch; scope cover (s-cover) has a dent; scope cylinder (s-cylinder is shaved); switch sw1 has a scratch; universal cord has a scratch; due to wear of angle wire, bending angle in all directions does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; and due to wear of k-wire (coil in forceps elevator), the forceps raising angle does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the distal end cover (c-cover) was damaged and developed a crack. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the plastic cover cracking was due to physical stress such as hitting/dropping at distal end of the device for plastic cover had dent. The foreign material could not be determined on what the material was. Information received that reprocessing steps recommended in instructions for use were not performed completely due to forceps elevator not working by breakage of k-wire, which made foreign material remained at/around forceps elevator. The event can be prevented by following the instructions for use which state: ¿(reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.